Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during implant, the lead was attempted but not used due to the patient's condition. The lead was explanted and replaced. No patient complications have been reported as a result of this event.